Event description:
It was reported by the provider that the unit is alarming. Per independent repair center statement, the customer stated problem was: alarming or red light. Problem confirmed: yes the key failure was the sieve bed leaked. Additional malfunctions: 4 way valve dirty, pilot operator valve stuck, pilot o-ring leaking, muffler dirty, hose clamp leaking, pm kit dirty. No patient injury alleged, no additional information provided.